Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon attempted tracer registration four times with the patient in prone position; the first 2 attempts failed, the last 2 attempts passed registration, although accuracy was not as good as expected. In trouble-shooting, the medtronic representative attempted a pointmerge registration using anatomical landmarks, however, accuracy was centered anteriorly for this posterior fossa tumor procedure. It was confirmed that the 3d model built well and the patient was young with fairly taught skin. The surgeon opted to continue the procedure with the knowledge that accuracy was off by approximately 1.5 centimeters to the right, using navigation for general localization. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable. (B)(4) 2015, in trouble-shooting, the medtronic representative noted that the patient's eyes had already been taped and the vent tube was pulling downward on the cheeks. The patient also had long hair, which was braided. The surgeon attempted tracing into the hairline, however, the probe was becoming stuck. It was suggested that this facial deformation, and decreased tracing area, caused the reported issue. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015, software investigation completed. Findings are per archive images, the tracer pattern is not optimal for a successful tracer registration. Software is functioning as designed. (B)(4) 2015, a medtronic representative, following-up at the site, performed synergy cranial training at the site on (B)(4) 2015. 6 attendees included 4 registered nurses (rn).